Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified. Additionally, the alleged malfunction alarm issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Customer¿s blood glucose was 99 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.